Event description:
During an atrial fibrillation procedure, an air leak was noted when negative pressure was applied for flushing. The sheath was inserted into the right atrium and the viewflex catheter was inserted into the sheath. Despite several attempts, the air could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.